Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy to remove the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and ovarian cyst outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, ovarian cyst and pelvic pain to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 and experienced pelvic pain and abnormal bleeding (regarded as genital bleeding). On (B)(6) 2016 plaintiff underwent surgery (hysterectomy) and essure was removed. Pelvic pain and abnormal genital bleeding are highly prevalent in women, and may have multiple causes. In this particular case, alternative explanation was not available for the events. This case was classified as incident since device removal was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis, dysfunctional uterine bleeding and dysthymia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), ovarian cyst ("ovarian cyst"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstruation irregular ("irregular menstruation"), anxiety ("anxiety"), depression ("depression") and dysuria ("difficult urinating"). The patient was treated with surgery (total hysterectomy to remove the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, ovarian cyst, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, menstruation irregular, anxiety, depression and dysuria outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming : abdominal pain, dysuria , pelvic pain, ovarian cyst, dyspareunia,". Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received - new events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems or changes, urinary problems or changes, dyspareunia (painful sexual intercourse), irregular menstruation, anxiety, depression, difficult urinating" were added. New reporter was added. Concomitant conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain') and genital haemorrhage ('abnormal bleeding') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder operation in (B)(6) 2015, cartilage injury, synovectomy and smear cervix abnormal. Concurrent conditions included dysthymia since (B)(6) 2015, endometriosis, dysfunctional uterine bleeding, dysthymia, hypertension, chest pain, shortness of breath, numbness, pain ankle, shoulder pain, visual discomfort, headache, photophobia, nausea, myalgia, uterine bleeding, menstrual disorder, dysuria, varicosity, anxiety, depression and bleed in luteal cyst. Concomitant products included hydrochlorothiazide (hctz) since (B)(6) 2016, ibuprofen, lisinopril, medroxyprogesterone, meloxicam (mobic) since (B)(6) 2015 and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On 6-mar-2013, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), 15 days after insertion of essure. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). In 2013, the patient experienced menstruation irregular ("irregular menstruation"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced endometriosis ("endometriosis") and uterine cyst ("uterine cysts"). In (B)(6) 2016, the patient experienced peripheral swelling ("extremity swelling/ right lower extremity swelling"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder disorder"), dysuria ("difficult urinating") and urinary tract disorder ("urinary tract disorder"). In 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cyst") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). The patient was treated with surgery (supracervical total abdominal hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, ovarian cyst, endometriosis, bladder disorder, menstruation irregular, anxiety, depression, dysuria, urinary tract disorder, uterine cyst and urinary tract infection outcome was unknown and the genital haemorrhage, dysmenorrhoea, abdominal pain and peripheral swelling had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, endometriosis, genital haemorrhage, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain, peripheral swelling, urinary tract disorder, urinary tract infection, uterine cyst and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Plaintiff had done essure confirmation test however as per current information it was reported that she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2013: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming : abdominal pain, dysuria , pelvic pain, ovarian cyst, dyspareunia,". Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs and mr received : events per pfs: extremity swelling/ right lower extremity swelling, endometriosis, uti and uterine cysts. Outcome for events abdominal pain, cramping, swelling and abnormal bleeding were recovered. Events onset date were updated. Essure explant date, concurrent condition, concomitant medication and medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain') and genital haemorrhage ('abnormal bleeding') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder operation in may 2015, cartilage injury, synovectomy and smear cervix abnormal. Concurrent conditions included dysthymia since (B)(6) 2015, endometriosis, dysfunctional uterine bleeding, dysthymia, hypertension, chest pain, shortness of breath, numbness, pain ankle, shoulder pain, visual discomfort, headache, photophobia, nausea, myalgia, uterine bleeding, menstrual disorder, dysuria, varicosity, anxiety, depression and bleed in luteal cyst. Concomitant products included hydrochlorothiazide (hctz) since march 2016, ibuprofen, lisinopril, medroxyprogesterone, meloxicam (mobic) since may 2015 and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), 15 days after insertion of essure. In june 2013, the patient experienced abdominal pain ("abdominal pain"). In 2013, the patient experienced menstruation irregular ("irregular menstruation"). In february 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In july 2014, the patient experienced endometriosis ("endometriosis") and uterine cyst ("uterine cysts"). In may 2016, the patient experienced peripheral swelling ("extremity swelling/ right lower extremity swelling"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder disorder"), dysuria ("difficult urinating") and urinary tract disorder ("urinary tract disorder"). In 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cyst") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). The patient was treated with surgery (supracervical total abdominal hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia and peripheral swelling had resolved and the dyspareunia, vaginal haemorrhage, ovarian cyst, endometriosis, bladder disorder, menstruation irregular, anxiety, depression, dysuria, urinary tract disorder, uterine cyst and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, endometriosis, genital haemorrhage, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain, peripheral swelling, urinary tract disorder, urinary tract infection, uterine cyst and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Plaintiff had done essure confirmation test however as per current information it was reported that she did not undergo essure confirmation test. Plaintiff received treatment for bladder /urinary problem, pain/other injuries. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2013: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming : abdominal pain, dysuria , pelvic pain, ovarian cyst, dyspareunia,". Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Updated outcome of bleeding, pain from unknown to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy to remove the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and ovarian cyst outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, ovarian cyst and pelvic pain to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 and experienced pelvic pain and abnormal bleeding (regarded as genital bleeding). On (B)(6) 2016 plaintiff underwent surgery (hysterectomy) and essure was removed. Pelvic pain and abnormal genital bleeding are highly prevalent in women, and may have multiple causes. In this particular case, alternative explanation was not available for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.